Manufacturer narrative:
An imp,tsv,4.7,13,mtx,mg (tsvtwb13) was returned for investigation. Visual inspection of the as returned product identified a fracture at the collar. No pre-existing conditions were noted on the per. The reported device was location is #29 and was used for approximately 2 years 3 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvtwb13) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510k: k101880. Device manufacturer date unknown / not provided.

Event description:
It was reported that implant at tooth site # 29 fractured and was surgically removed, site grafted and implant replaced. As a result of the event no injury to the patient was reported.